Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume accuracy test. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with the tamper seal missing and a damaged lens. During analysis, the customer's complaint regarding "failed volume accuracy test" was confirmed. Service will replace the expulsor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.